Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device returned a shock advised determination for what appeared to be a non-shockable heart rhythm. The complainant indicated that the clinician delivered the energy to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead the data file from the event was returned. Review of the data file indicates that the reported malfunction is due to user error. Evaluation found that segments 1 and 2 had a result of ventricular fibrillation due to the user performing CPR compressions during the analysis. The analysis algorithm incorporated in zoll defibrillators works by two of the three segments needs to be identified as shockable in order to have a result of "shock advised". Having met the minimum requirements of having two shockable segments for the analysis, the device issued a "shock advised" prompt. It is not possible to determine if the outcome would have been different without the CPR artifact as the underlying rhythm had been overtaken by the artifact. Analysis of reports of this type has not identified an increase in trend.